Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of a dissected thoracic aneurysm using two gore® tag® conformable thoracic stent graft with active control system (ctag) devices and a non-gore device (cook extension). The non-gore device was implanted to reline the junction between the two ctag devices. On an unknown date, a proximal type I endoleak, a distal type I endoleak, and aneurysm enlargement were observed. On (B)(6) 2026, a reintervention was performed. The celiac artery and the distal entry present before the initial ctag deployment were embolized first. Afterwards, a ctag was implanted from the middle of the initially implanted proximal ctag to the superior mesenteric artery to extend the initially implanted distal ctag. A non-gore stent graft (cook extension) was implanted from the same level as the proximal end of the initially implanted proximal ctag. In addition, a fenestrated non-gore stent graft (zenith) was implanted at zone 2 to extend the initially implanted proximal ctag proximally, and a gore® viabahn® endoprosthesis with heparin bioactive surface was implanted in the subclavian artery. After all devices were implanted, angiography revealed no endoleaks, and the procedure was concluded. The physician suggested that the endoleak may have originated from the junction between the ctag and the extension.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Please note that the same patient was captured in medwatch report number 2017233-2026-07759. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.